Event description:
A malfunction was reported on the pump, specifically displaying a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact support again if the issue reappears and confirmed their understanding.